Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ the following sections could not be completed with the limited information provided. Date of event - unknown, date explanted - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03900 / 03901).

Event description:
Legal counsel reported that patient underwent an initial hip procedure on (B)(6) 2011. Patient's legal counsel further reported patient underwent a revision procedure on an unknown date in (B)(6) 2014 due to patient allegations of pain, loosening, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿

Event description:
Legal counsel reported that patient underwent an initial hip procedure on (B)(6) 2011. Patient's legal counsel further reported patient underwent a revision procedure on an unknown date in (B)(6) 2014 due to patient allegations of pain, loosening, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed the hip procedure performed on (B)(6) 2011 was a hybrid total resurfacing procedure. Additional information in patient medical records revealed the (B)(6) 2014 revision was due to pain and femoral loosening. The patient's operative report noted the femoral head component was not visibly loose, but with superior femoral neck cortical erosion resulting in notching of the femoral neck. The patient's operative report also noted synovial metallosis, fibrous scar tissue, and fluid. The cup and head were removed and replaced with competitor components.